Event description:
Nellcor puritan bennett rec'd a report from a biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The customer has opted to not return the unit for eval. The customer isolated the failure to the main pcb and changed it on site. If add'l info is made available, a supplemental report will be submitted.